Event description:
A journal article was reviewed that contained information regarding this lead. It was reported that the patient presented with worsening symptoms of heart failure. The left ventricular (lv) had showed intermittent phrenic nerve stimulation (pns). The lead was programmed off while the patient awaited extraction of the lead and implantation of a new lv lead. A new lead was placed and at the six-week follow up visit the patient was found to have improved. There were no reported patient complications as a result of this event.

Manufacturer narrative:
This event occurred outside the us. This information is based entirely on journal literature. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is limited due to confidentiality concerns. Without a lot number or device serial number, the manufacturing date cannot be determined. Referenced article: "use of a quadripolar left ventricular lead to achieve successful implantation in patients with previous failed attempts at cardiac resynchronization therapy." Europace. July 1 2011;13(7):992-996. Since no device ID was provided, it is unknown if this event has been previously reported.